Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff mis was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a an unspecified calcified artery was attempted using proglide devices with a 8f sheath after a interventional percutaneous transluminal angioplasty procedure. Reportedly, when the plunger was retracted, no sutures were attached to the needles. Same issue occurred to the second device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.